Manufacturer narrative:
Internal complaint reference (B)(4). The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device would not power up to pressurize. The fuse on the printed circuit board was checked with an ohmmeter and read as open. The complaint was confirmed and the root cause has been associated with an open circuit. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during procedure, the spider 2 tenet could not be manipulated. The procedure was completed with a backup device with no patient injury. A delay equal to or less than 30 minutes was reported. It is unknown what type of procedure was being performed. Results of investigation have concluded that this unit would not power up which makes it a reportable event.